Manufacturer narrative:
Additional information: g2 and g4. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the date of the event was reported as unknown dates between february 2017 and december 2019. C1: manufacturer/compounder: baxter healthcare - vienna industriestrasse 67 vienna 1220 austria. D1: uroscope radiological bed, wolf ¿pendual¿ camera, bracco iopamiro 370mg/ml iodine contrast, rocamed endoflowii ¿ double chamber pump, wolf fiber uretero-renoscope by marberger 8 ch, cook medical catheter urethral pollack flexi tip 18g needle, boston scientific sensor ptfe-nitinol guidewire with hydrophilic tip, boston scientific dilator sheath set 8/10 fr, boston scientific amplatz super stiff guidewire, boston scientific nephromax high pressure nephrostomy balloon catheter, boston scientific amplatz sheath 24 fr, olympus high-flow nephroscope 22 ch, swiss lithoclast master, lumenis the versapulse p20 laser, boston scientific zero tip nitinol stone retrieval basket, olympus urf-p6 superslim 7.95fr flexible fiber ureterorenoscope, boston scientific ureteral stent percuflex plus, safil quick wire, and foley catheter. E1: initial reporter address: (B)(6). G1: device manufacturer postal code: 1220. De gobbi, alberto, lupi, amalia, massari, domenico, stellato, alberto, behr, astrid ursula, costa giuseppe and mario fiorello (2023). Camposampiero tubeless percutaneous nephrolithotomy (tpcnl): easy, quick, effective, safe. Urologia journal 00(0), 1-4. Doi: 10.1177/03915603231210352. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Ten patients underwent tubeless percutaneous nephrolithotomy (tpcnl) wherein floseal was applied for the closure of the percutaneous tract. Post operatively five patients had a fever treated successfully with unspecified antibiotic therapy and one patient had urosepsis with positive blood culture (this patient was treated with parenteral antibiotics for 2 weeks). No further information was available at the time of this report.